Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla19 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not received for analysis, and limited information was provided, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Correction: this case was identified as a duplicate event. It was previously submitted under MFR report number 3004478276 - 2017 - 00067. This was inadvertently not reported with the previous follow-up report. All information has now been included under the current report, and the previous report (3004478276 - 2017 - 00067) can be considered void. In the previous report, it was stated that the patient had contracted late endocarditis (was non-compliant and left the country). This is only partially consistent with the information recently reported: that the valve was explanted due to stenosis. The manufacturer made several attempts to follow up, but was unable to confirm this information. As such, the event is presently classified as stenosis and not as endocarditis, as the details of stenosis were reported directly by the hospital.

Event description:
A mitroflow dla19 was implanted on (B)(6) 2015. On (B)(6), 2017, re-do aortic valve replacement with concomitant aortic root enlargement was performed due to aortic valve stenosis. No other information was provided

Manufacturer narrative:
The manufacturer was notified of this event via the FDA (mw5080723). No submitter information was disclosed with the event report. Additionally, the serial number of the device was not reported. As such, the manufacturer is unable to identify the device or the submitter of the event report. Therefore, no follow up or device investigation is possible and the root cause cannot be determined. Device not returned; unable to follow up.

Event description:
A mitroflow dla19 was implanted on (B)(6) 2015. On (B)(6) 2017, re-do aortic valve replacement was performed due to aortic valve stenosis. No other information was provided.